Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was leakage from the injection valve. Valve anti reflux does not work. There were 10 occurrences.

Manufacturer narrative:
H.6. Investigation: a review of the past 12 months qn was performed. No qn related to reported defect was raised. The reported defect of this complaint cannot be confirmed as no sample was returned for investigation. Therefore the root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was leakage from the injection valve. Valve anti reflux does not work. There were 10 occurrences.